Event description:
It was reported that the pt experienced a lack of therapeutic effect. No pt symptoms were reported. The pump was found to be in stopped mode. It was determined that only a single bolus had been programmed; the simple continuous was not programmed. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.